Event description:
The following stimulation condition was reported: the caller reports a loss of therapeutic effect. Pt reports she is in a lot of pain and her ins is not recharging. Pt report the last time she recharged was about 10 days ago. Pt reports it has been about 30 min and she is still not feeling anything. The call was about the patient programmer. Pt reports seeing the charge implant battery is low screen. The call was about recharger / recharging. Pt states all boxes are shaded. It was noted that the patient's battery was depleted but they could see all of the coupling bars. It was noted that the stimulator had been off "for what seemed like hours". It was stated that the device "should come back on but it's not coming back on". It was noted that the patient was attempting to recharge during the call. It was reported that the device was "going off quicker than normal".

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 399930, lot# j0455507v, implanted: 2005 (B)(6); product type lead. (B)(4).